Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The downstream occlusion (dso) sensor is damaged. Functional test was performed. The crack near the remote dose cord connector was confirmed but such is not considered a reportable event. The damaged dso sensor is considered a reportable event. The root cause for the reportable event is the damaged dso sensor. The dso sensor will be replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a crack near the remote dose cord connector. There was no patient involvement. Analysis of the returned device found a damaged downstream occlusion (dso) sensor.